Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead fractured and was capped on (B)(6) 2018. The lead had high impedances of greater than 2500 ohms, noise and loss of capture.